Event description:
Two svg were anastomosed to the aorta at the posterior-descending branch of the rca and to the om of the lca while off-pump. The lita was anastomosed to the vein graft supplying the om. The pt was extubated one day postop and was treated with aspiring and furosemide. The pt experienced persistent hypoxia and increasing oxygen requirements despite rigorous diuresis. Postop day 7, the pt experienced severe hypoxia and bradycaria, followed by asystole. Autopsy showed thrombi completely filling the ostia of both vein grafts at the aortic anastomosis. The svg to the pda was "widely" patent, except at its ostium. The lita and om were completely filled with thrombus.